Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The date of issue is an approximation. The sensor was inserted into the abdomen. The reaction was described as a scab on the skin at the insertion site. The patient's doctor did not prescribe the patient with any medications to treat the skin reaction; however, the doctor instructed the patient to remove the sensor after 5 days due to the skin reaction. At the time of contact, the patient was doing fine. No additional event or patient information is available.